Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the during an unspecified arthroscopy, the osteoraptor anchor was deformed after implantation. The deformed anchor was removed from the patient using surgical tool. No void was left in the patient. The procedure was completed with a s+n back up device in the originally bone hole. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned with two lengths of fractured suture string but no anchor. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.